Event description:
It was reported that doctor was revising an accolade ii size 7, 127 degree to an accolade ii size 6 127 degree. Due to leg length disparities of 15mm, discovered post-operatively. Surgeon said that the size 7 stem was not impacted far enough down into the canal; he re-templated for a size 6. Doctor was advised that down-sizing a pressfit stem (that had been broached to a size 7), would be an off-label application of the product. The explanted product is not going to be returned to stryker; it was discarded by the surgeon..

Manufacturer narrative:
An event regarding limb length discrepancy involving an accolade ii stem was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was received for review with a clinician consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, operative reports, x-rays and patient medical records would be helpful in investigating this event further.

Event description:
It was reported that doctor was revising an accolade ii size 7, 127 degree to an accolade ii size 6 127 degree. Due to leg length disparities of 15mm, discovered post-operatively. Surgeon said that the size 7 stem was not impacted far enough down into the canal; he re-templated for a size 6. Doctor was advised that down-sizing a pressfit stem (that had been broached to a size 7), would be an off-label application of the product. The explanted product is not going to be returned to stryker; it was discarded by the surgeon. .

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.